Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a blank display screen with auditory and vibratory features. The remaining testing was not completed due to the blank display screen. The reported blank display issue was duplicated in the investigation. The pump casing was opened and no damage to the display screen or the display contact was observed. The display was replaced with a test screen and it was fully functional. Investigation determined that the display malfunction was due to a failure of the display connector wire.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).